Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 513 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. Advised customer to rewind the insulin pump, reinsert the reservoir into the insulin pump and run a manual prime of at least five units. The customer stated that the insulin pump did not alarm no delivery. Advised that the insulin pump was working as designed. The customer was unaware of how her blood glucose levels were high. Customer declined troubleshooting for her high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.